Event description:
It was reported the patient experienced heating at the ipg when charging. Consequently, surgical intervention was taken where the ipg was replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.